Manufacturer narrative:
UDI - (B)(4). Reporter's phone number: (B)(6). The handpiece device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the power module device housing was cracked. It was noted that the device was broken at the neck, the battery holder was broken inside, and there was fall damage. It was also noted that the device failed pre-repair diagnostic tests for general condition and lever, the information button and self-test, charging and checking of the power module in the charger, and function- test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.